Event description:
It was reported that during a procedure, the fiber was fractured at about 50 cm. The procedure was completed using another fiber without patient complications.

Event description:
It was reported that during a procedure, the fiber was fractured at about 50 cm. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified a fiber body break. The fiber was returned in two pieces. Microscopic inspection identified the fiber tip was degraded. Laser fibers are consumable devices and expected to degrade with use. There were no abnormalities identified on the connector face. The console displayed a message that read: treatments used: 1, treatments left: 9. It is probable that procedural handling and procedural conditions of the device during set-up and/or use may have contributed to the fiber break. A partial body break or kink could have occurred during the set up and/or use, and when the fiber was fired, it could have caused the fiber to break. According to the device instructions for use (IFU): inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.